Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide cath: launcher 6fr ebu 3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the obtuse marginal branch in the left circumflex coronary artery that was moderately tortuous and 99% stenosed. Following pre-dilatation with a 2.0 x 15 mm non-abbott balloon dilatation catheter, the nc traveler rx 2.75 x 15 mm balloon dilatation catheter (bdc) failed to cross due to the patient's anatomy. The nc traveler was replaced with a 2.5 x 15 mm non-abbott bdc to continue to complete the procedure. There was resistance met with the lesion during removal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.